Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 7163664. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: ((B)(4). Model number/catalog number: sc-2218-50. Batch/lot number: 7163600. Serial number: (B)(6). Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patients spinal cord stimulator (scs) was not providing relief for their pain. All device components were explanted and were not returned. The patient was doing well postoperatively.